Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level sensors issued a false alarm. The user was able to resolve the issue by placing the level sensors in different locations on the reservoir. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.